Event description:
Subsequent to the initial medwatch report, user facility medwatch report received that states, "first stent was placed in the mid lad without difficulty. Second stent was attempted to be threaded through the first stent to reach d1. There was difficulty getting through the first stent. Physician decided that d1 was in spasm so did not deploy the stent; ic medication given. The wire was removed and the stent apparently came off the wire and stayed in the d1. Pt. Came back in a few days with chest pain and the floating stent was located and crushed. (B)(6) 2011 cardiovascular catheterization report states that an undeployed stent embolized into a medium sized first diagonal branch. Its forward movement was stopped by a bend in the vessel so it sits in the mid-portion of the vessel."

Manufacturer narrative:
(B)(4). Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support.

Event description:
It was reported that during the procedure on (B)(6) 2011 in the mid left anterior descending artery, a 3.0 x 18 promus delivery catheter was advanced over a prowater guide wire and the stent was successfully deployed. After implantation of the stent, another lesion was noted distal to the stent. The vessel was rewired with another prowater guide wire and a 2.5 x 15 promus delivery catheter was advanced using minimal force; however, the delivery catheter could not advance through the previously implanted promus stent. The delivery catheter was withdrawn from the anatomy and the procedure was determined to be complete. On (B)(6) 2011, the patient was readmitted for continuing chest pain. Images revealed that the 2.5 x 15 promus stent had dislodged and remained in the diagonal artery. Multiple balloons were used to crush the stent against the vessel wall and a 2.5 x 18 promus stent was deployed successfully to cover the embedded stent. There was no reported adverse patient sequela and the patient is reported as well and stable. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vasculars drug eluting stent in the u.s. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the stent delivery system was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties, as there was no damage noted to the stent prior to use. It should be noted the promus instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the stent caught on the previously placed stent, damaging the struts, and resulting in the stent ultimately dislodging. Additional treatment was used to embed the dislodged stent in the vessel wall and an additional promus stent was deployed to cover the stent which required additional hospitalization. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. It was reported the patient was readmitted to the hospital with chest pain. Angina is a known adverse event listed in the promus instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. In this case, the reported failure to advance and stent dislodgment appear to be related to the operational context of the procedure.